Event description:
The customer reported: it was reported "the balloon pump had been in use for 10 days on the female pt when a "high pitch continual tone: and the message "disconnect pt trainer - not for clinical use" occurred, the user was not able to silence the alarm with the alarm mute button so had to switch off the pump, they switched the pump back on again and continued pumping, after 20 minutes it happened again but this time the message was "internal communications failure, the user switched off the pump and swapped onto a cs300 to continue therapy." No pt injury was reported.

Manufacturer narrative:
The company representative observed multiple alarms on the fault logs. The company representative replaced the host processor board (part number 0670-00-0770). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. If the unit/part is returned for evaluation upon results availability a supplement document will be provided. (B)(4).